Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation of the device, longevity calculations have not been consistent. It is not clear if the issue is the device or the telemetry. The patient is stable and will be monitored. Further information has been requested.